Event description:
FDA recall stage 1; nutrelle implant recall I received breast augmentation on 01/30/2020. I have a dr visit on file with my family practitioner to do a physical pre-op. Cleared for good health. A few months post-op, started having symptoms I have never had before: swollen lymph nodes under armpits with lesion's/ sores on each side that are painful and won't heal. Lump in breast which does not seem related to suture site respiratory/bronchitis like illness but am left with chronic mucus. This recall occurred on (B)(6) 2019, yet the clinic I went to still chose to use the naturelle 410 textured implant without even notifying me of the recall over 6 months later so I could have the option to go a safer route. They used the implant after the recall date. FDA safety report ID # (B)(4).